Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. Corrections to initial MFR 1220648-2024-20656: b1: adverse event should not been selected. H1 type of reportable event: corrected to product malfunction h6 health effect - impact code: 1802 death should not have been reported.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the device exhibited saturated flow, the resolution for this issue is unknown. Additional information noted that the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. Patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device and logs were returned for evaluation. Upon evaluation of the device, saturated flows could not be replicated. This report is being filed as part of a retrospective review of historical records.